Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer's blood glucose was 106 mg/dl. The insulin pump had blank display. The troubleshooting was performed for the blank display. The customer stated that the insulin pump dried out enough to where display came back up but there was an image of a book with a red x and an arrow. The customer was advised that the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. No unexpected critical pump error alarm noted during testing.